Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00420, related manufacturer reference number: 1627487-2022-00423. It was reported that system diagnostics recorded high impedances on the s1 and l4 leads. Patient had lost 30 pounds and the ipg had tilted in the pocket. As a result, surgical intervention was undertaken, wherein both leads and ipg were explanted and replaced. Effective therapy was restored post operatively.